Event description:
It is reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a battery out limit alarm from the insulin pump. The customer further reported trying to clear the battery out limit alarm but the buttons of the insulin pump were unresponsive. The customer reported thereafter receiving a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.